Event description:
It was reported that after placement of the catheter, the luer hub of the distal lumen came off. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned a brown luer hub from a distal extension line for analysis. The rest of the catheter assembly was not returned for analysis. Visual analysis of the returned sample revealed that the distal extension line had separated directly adjacent to the brown luer hub. Microscopic examination revealed that a portion of the extension line was still inside the brown luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the brown luer hub. A portion of the extension line was still secure inside the luer hub. Despite confirming the defect, the root cause cannot be determined as the rest of the catheter/distal extension line was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that after placement of the catheter, the luer hub of the distal lumen came off. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred.

Manufacturer narrative:
(B)(4). The customer originally returned just the hub; however, the catheter was returned on (B)(6) 2019; therefore the investigation was updated. The evaluation codes were updated based on the re-investigation. The updated investigation is as follows: the customer returned one 3-lumen catheter for evaluation. The catheter contained significant signs of use in the form of biological material and the catheter body appeared to be intentionally truncated. Visual examination revealed the distal line luer hub was separated from its lumen. The fractured edges of the extension line extrusion appeared rough and jagged, which is consistently seen when undue force is applied to the line. Part of the extension line was still inside the returned distal lumen. Visual examination of the proximal and medial lumens did not reveal any defects or anomalies. The overall length of the catheter body measured 286mm which indicates at least 30mm was cut and not returned per product drawing. The length of the distal lumen measured 86mm which is near the specification of 85mm per product drawing. The outer diameter of the distal extension line measured 2.18mm which is within specification of 2.15-2.25mm per product drawing. A manual tug test confirmed the proximal lumen and medial lumen were fully seated in their hubs. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of luer hub separation was confirmed by complaint investigation of the returned catheter. The distal luer hub was separated from the lumen; the damage was consistent with undue force being applied to the hub. The device passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after placement of the catheter, the luer hub of the distal lumen came off. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred.